Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl and experienced low blood glucose of 58 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting but did not want to perform a high pressure test. The customer was advised to change their infusion set and to monitor the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See (B)(4) for related documentation.